Event description:
Edwards received notification trough medical records review that a patient underwent a transcatheter mitral valve replacement (tmvr) with a 29 mm sapien 3 valve in the native mitral annulus via the transseptal approach. The 29 mm sapien 3 was deployed 70/30, with no paravalvular leak (pvl). However, there was significant gradient across the lvot due to the valve stent interacting with the anterior leaflet. A rescue lampoon procedure was done on the anterior leaflet. There was significant residual bleeding, so an alcohol septal ablation was performed. The patient's right femoral vein was closed surgically. The patient was transferred to ICU in a stable condition. The patient was discharged on pod 7.

Manufacturer narrative:
Left ventricle outflow tract (lvot) obstruction is usually due to inaccurate deployment (too ventricular) and is generally a result of use error or a combination of patient and procedural factors. In some cases, this would not cause hemodynamic compromise but may result in an increased lvot gradient. There may also be congenital/anatomical reasons that can be iatrogenic or because of previous cardiac surgery. At the time of the study, the edwards sapien 3 transcatheter heart valve was indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of this valve in the native mitral position was not indicated per the labeling; therefore, the device labeling (ifus and training manuals) do not instruct the operator how to position these valves in this scenario. In this case, there was no allegation or indication of an edwards device malfunction. The root cause of the lvot obstruction was likely due to patient and procedure related factors (valve stent interacting with the anterior leaflet). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-05686.